Event description:
After ipg replacement the patient still had intermittent severe pulling of her right face and an electric shock feeling in the same area when she turns her head towards the right, flexed her head forward, or extends her head backwards. Some of these episodes were also associated with violent tremors of her entire body. The connector in the left back of her head migrated downwards. The connector/lead was repositioned in 2009, to its original position. Immediately after the surgery, no tremor control was noted during programming. Impedance measurements for all bipolar pairs were >2000, current <7. No functional pairs were found and no tremor relief was obtained with the left system. The lead and extension were removed the same day and then replaced some weeks later. The patient is doing well, no longer having shocking or pulling sensations. She does note some numbness in her jaw bilaterally and some mild residual midline head tremor but overall, she is doing well. See manufacturer report # 3004209178200901326.

Manufacturer narrative:
The device was returned for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.